Manufacturer narrative:
Date of event: date estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incident reported from this lot. A definitive cause for the reported single leaflet device attachment (slda) could not be determined. Based on the information provided, the reported mitral regurgitation is cascading event of the slda. The reported patient effect of mitral regurgitation is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet and the mr increased, requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to <1. On an unknown date in (B)(6) 2020, it was noted the clip had partially detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). The mr increased to 4. A second procedure was performed on (B)(6) 2020. Two clips were implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects.